Event description:
After being released from a hospital, the patient boarded an aircraft. Approximately one hour into flight, the patient was not able to power the device. The aircraft then provided the patient oxygen for the remaining 1 1/2 hours of the flight. Upon landing, the patient was met by paramedics, but went home without further medical assistance and continued to use the device, but had to stop twice because the product alarmed. The next day, the patient was admitted to the hospital. The patient passed away one week later while hospitalized for pneumonia.